Event description:
A malfunction alarm was reported, and the malfunction code displayed was malf 19. There was no adverse impact to the customer's blood glucose level. The customer was instructed by technical support to store the pump and return it to tandem using a pre-paid label. A replacement pump was sent to the customer, and they were advised to program their pump settings and connect their cgm to the replacement. The pump was still under warranty, and the customer acknowledged all instructions provided by technical support. A backup insulin pump will be used by the patient to ensure inslin delivery is not interupted.